Manufacturer narrative:
The filter and retrieval catheter were received at csi for analysis. The filter sac was observed to be torn, and the distal section of the filter was not returned. The filter frame exhibited two fractures. There was no other damage observed with the filter frame or the retrieval catheter. Scanning electron microscopy analysis showed evidence of possible fatigue, however this was inconclusive and the cause of the fracture remains unknown. It is hypothesized that the filter became torn and the frame fractured during the manipulation and retrieval attempts of the filter, however this was not confirmed and the root cause is undetermined. The material inspection report for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The retrieval catheter of the wirion embolic protection system would not capture the filter due to the filter being full. A catheter was inserted in an attempt to retrieve the filter, and when the physician pulled hard the tip of the filter became detached. A stent was placed over the filter fragment and it remained in the patient. At the end of the procedure, imaging was performed and there was good flow. The patient was in stable condition.